Event description:
Surgery being performed was a diagnostic laparoscopy and lysis of adhesions. While using the ligasure 5mm-44cm device, the surgeon felt the device did not get hot enough to make an adequate seal. The device was taken off the field and was replaced with a new ligasure that worked without difficulty. No harm came to the patient.